Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with other manufacturer's right ventricular (rv) lead exhibited high, out-of-range shock lead impedance measurements greater than 125 ohms. Additional information was received indicating that the cause of the out-of-range impedance measurements was not determined. No diagnostic tests were performed and the physician was not planning to perform non-invasive programmed stimulation (nips). The patient will be monitored closely through remote monitoring system. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.